Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
This pi is for the first stage revision. A patient specific implant request was received for the patient's right hip. Noted on the form: previous revision surgery has been completed for infection. At that time he had a massive bone void in the pelvis that was cemented and a prostaloc was placed. Now needs revision to the final component. Compromised acetabulum with loosening of both the cup and the femur stem. Loosening of femoral component with large acetabular defect currently filled with cement and screws. Femur will have to be revised at the same time (as acetabular side) so femoral head sizes do not matter. Planning on dual mobility with largest head possible. Looking to cement in a long exeter stem.